Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Part number reported is not being manufactured currently. However, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" was conducted as follows: (B)(4) samples were taken from the current production. The cuff from the samples were inflated and left for four hours, then cuff from samples were deflated. Samples were visually inspected, defect reported "cuff deflated during use" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. The device sample is needed for a proper and thorough investigation. (Continued). Other remarks: customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this complaint will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states "anesthesiologist reported the cuff deflated during use. The physician cut the pilot balloon and inserted angiocath to attempt to re-inflate the cuff and was able to inflate only to have the cuff deflate again. (Continued). Anesthesiologist is alleging that there were "pin-sized" holes in the cuff." There was no report of patient harm or complication.